Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that prior to implant of this device the device was interrogated and a display appeared that the temperature had decreased and the voltage was too low, thus the device was not implanted. This device will not be returned. Boston scientific technical services (ts) noted that the device had no resets and no abnormal faults. The device voltage tracked the temperature and had recovered. The fault could be cleared and the device could be used for implant. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that prior to implant of this device the device was interrogated and a display appeared that the temperature had decreased and the voltage was too low, thus the device was not implanted. This device will not be returned. Boston scientific technical services (ts) noted that the device had no resets and no abnormal faults. The device voltage tracked the temperature and had recovered. The fault could be cleared and the device could be used for implant. No adverse patient effects were reported.